Manufacturer narrative:
(B)(4).

Event description:
AED deployed. Subject was not resuscitated. Report notes that AED voice prompts indicated that the ECG analysis could not be performed. Report also indicates AED issued battery depletion warning after 40 minutes of use.